Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump delivered too much insulin. Customer stated that he notice that the insulin pump over delivered when he was changing his infusion set. Nothing further was reported.